Event description:
This event was reported as endocarditis, source unknown. The pt presented with tia, 2/2002. Thrombus on pt's native mitral valve removed at another hosp and ring remained intact. Pt had 2nd tia 5/2002. Tee showed 3 mobile masses on valve ring, appeared to be vegetations on valve and ring infection. Echo showed a competent mitral valve. No further info was provided.